Event description:
It was reported that some of the packages of the 6mm bd insulin syringes with the bd ultra-fine¿ needle contained 8mm needles. This occurred with an unspecified number of syringes in lots 2066123 and 2010737. The following information was provided by the initial reporter, translated from portuguese: "caregiver contacts to inform that since january some packages of bd ultra-fine 6mm syringes in the capacity of 30ui are with some 8mm needles (around 3 to 4 syringes per package). She uses it to apply somatropin to her daughter."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2010737. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that some of the packages of the 6mm bd insulin syringes with the bd ultra-fine¿ needle contained 8mm needles. This occurred with an unspecified number of syringes in lots 2066123 and 2010737. The following information was provided by the initial reporter, translated from portuguese: "caregiver contacts to inform that since (B)(6) some packages of bd ultra-fine 6mm syringes in the capacity of 30ui are with some 8mm needles (around 3 to 4 syringes per package). She uses it to apply somatropin to her daughter."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2066123. D.4. Medical device expiration date: (B)(6) 2027. H.4. Device manufacture date: (B)(6) 2022. D.4. Medical device lot #: 2010737. D.4. Medical device expiration date: (B)(6) 2027. H.4. Device manufacture date: (B)(6) 2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.